Event description:
Cuff looked attached, but then slid up the shaft of the catheter when it was advanced (cuff wasn't attached).

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for evaluation. Without the actual sample, angiodynamics is unable to conduct a thorough investigation. However, a corrective action has been opened to address this type of complaint. Based on info obtained through the corrective action it appears as if the cause of the complaint is a mfg error. This product is manufactured at via biomedical. This type of complaint will continue to be monitored for trends. No further action at this time.